Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for anemia that caused significant fatigue with concern for a gastrointestinal (gi) bleed. The patient received blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusiona specific cause for the reported anemia and possible gastrointestinal (gi) bleed as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation.it was reported that the patient was admitted to the hospital for anemia that caused significant fatigue with concerns for a gastrointestinal (gi) bleed. The patient received blood products. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.the patient remains ongoing on hm3 lvas, serial number (B)(6)the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.